Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the speaker wire was not inserted properly. The wire was reseated. No report of patient involvement.

Event description:
The hospital reported the speaker was not functioning. There was no report of patient involvement.